Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use during a circumferential pulmonary vein ablation. During introduction, the hemostatic valve was leaking air. The patient condition following procedure was stable. The procedure was completed successfully by using different device, same model. No patient complication was reported. No abnormalities were noted during preparation or use of the sheath. The method of irrigation used for the sheath was pressure bag. No leak was noted and no air was seen in the patient. The guidewire was level with the tip of the farawave. The device is expected to return for analysis.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use during a circumferential pulmonary vein ablation. During introduction, the hemostatic valve was leaking air. The patient condition following procedure was stable. The procedure was completed successfully by using different device, same model. No patient complication was reported. No abnormalities were noted during preparation or use of the sheath. The method of irrigation used for the sheath was pressure bag. No leak was noted and no air was seen in the patient. The guidewire was level with the tip of the farawave. The device is expected to return for analysis. It was further reported that no abnormalities were noted during preparation or use of the sheath. The method of irrigation used for the sheath was pressure bag. No leak was noted. No air was seen in the patient. The position of the guidewire when the farawave was inserted into the sheath was level with the tip of the catheter.